Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2013, for abutment exchange for a longer model. No skin revisions or local injections were reported. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.